Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with left ventricular (lv) lead developed an infection. A hematoma developed in the implant pocket, causing the infection and rupture of the pocket, resulting in erosion (device exposed). Subsequently, this lead, the pulse generator, and two other leads were explanted. The patient was diagnosed with hepatitis b before the procedure, and the device and leads could not be returned. No additional adverse patient effects were reported.